Event description:
It was reported that during the pulmonary lobectomy, the two black 60mm reloads failed in the parenchyma. After stapling, the staple line was observed to be poorly formed (incomplete centrally); the staples were not perfectly aligned as the staple formation was not formed correctly in the b shape. The purple 45mm reload was used in the bronchus, it was stapled but after a few minutes the staple line opened up. Troubleshooting involved replacing the reloads, which were from the same batch as the ones replaced, and using the same adapter and handle. After replacement, the staple line was properly stapled. The procedure was extended by 45 minutes as a result.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot # n5k1320y); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm (lot # n5l1287y); sigphandle, sig power sigphandle handle (serial # (B)(6)); sigadaptshort, sig power sigadaptshort lin short adapt (serial # (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. The e valuation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was issue with staple formation and the staple line was incomplete. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.